Event description:
It was reported to philips that the heartstart mrx defibrillator had a therapy port problem. It was clarified by the philips field service engineer (fse) that the therapy port was broken. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator had a therapy port problem. There was no patient involvement.